Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Upon impaction of the trial a fracture occurred requiring a cerclage set to fix the fracture.

Manufacturer narrative:
Additional narrative: the devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The labelling of this product indicates a cemented implant. A search into the complaints database was performed, no other complaint was reported for the affected product code and lot combination. There are no product failures described in this complaint nor are there any products or images returned for analysis. Based on the information received and the investigation performed, the root cause of the incident is attributed to user error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.